Manufacturer narrative:
Eval - other: smiths medical's is anticipating the return of the sample involved in this event. Upon return of the sample, and receipt of the completed investigation, a follow-up report will be submitted. Without the actual sample, we are unable to determine the cause of this event. We have requested further info to determine if this could be related to technique during set-up of unit. The reporter did give two possible lot numbers and we have not had any other reports on those two lot numbers. Upon receipt of sample and completed investigation, a follow-up report will be submitted.